Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and found that the patient interface cable was defective. After the defective part was replaced, the problem was resolved and it was confirmed that there were no problems with basic operation. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue bis module indicating that the measurement value is out of spec. The device was not in use on patient at time of event, there was no adverse event reported.